Event description:
Allegedly patient has dislocated 5 times since last surgery, the neck, head, and liner were removed. The surgeon lengthened the neck and put in a hooded 15 degree liner along with a delta head 36mm with a long neck sleeve. The patient had a previous revision for mom, incident group (B)(6) and a second revision for infection, incident group (B)(6). Items not revised: dynasty biofoam shell dsbfgg60 lot 079859623. Cancellous screw 18080304 lot 058864570. Cancellous screw 18080304 lot 058608048. Cancellous screw 18080301 lot 099934159. Profemur plasma z stem pha00270 lot 067445032.